Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that at the end of a case, the end of the unit frayed. It was further reported that the black pieces could not be recovered. There were no reports of any adverse consequences to the patient.